Event description:
It was reported that during the carotid procedure with the emboshield nav6 in the left internal carotid artery, the patient experienced a transient ischemic attack (tia) with severe disorientation, weakness, and refusal to follow commands. The patient was also found to have severe aphasia and mild to moderate slurring of words. The initial CT scan of the head found no acute stroke; however, the CT scan done 17 days post procedure found a questionable small focal subacute infarct in the right temporal lobe. The condition improved 48 hours post procedure without treatment. The patient was discharged 3 days after the procedure; however, the condition is continuing. Although the patient has a history of dementia, the dementia worsened after the carotid stenting procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The reported patient effects of neurological deficit/dysfunction, weakness and cerebrovascular accident are known adverse events as listed in the emboshield nav 6 instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.